Event description:
It was reported that there were oversensing and undersensing episodes on the reports from the day the implantable cardiac monitor was implanted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)